Event description:
Boston scientific crm received information that during a recent clinical follow-up, high out of range shock impedance values were exhibited with this product. While no adverse patient effects were reported, the physician reported surgical intervention would ensue to verify lead integrity.

Event description:
No surgical intervention was performed and a subsequent follow-up interrogation, demonstrated shock impedance values within normal ranges. It was reported the clinician would continue to follow the patient closely along with pharmacological changes planned. At this time, no further details have been provided.

Manufacturer narrative:
Upon receipt of additional information, this event will be further updated.